Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not functioning as intended. The patient is doing well postoperatively. The explanted product was kept by the medical facility.